Event description:
This is being reported as a product patient safety concern. Our facility purchased the rf/technologies safe place infant and pediatric security system and have had concerns with them functioning properly. We have contacted the representative and continue to have problems with them functioning properly after they have been checked out. We order about (B)(6) a year and they are supposed to have a battery life of a year. What is reported to risk is the following. After ordering the last batch of sensors about a month later sensor #3 kept auto enrolling itself, it was not even on a baby. It was sent back to the company with very clear instructions of what was happening. It was sent back as nothing wrong with the sensor so it was put back into circulation. It worked fine for about a week and then started to alarm continuously. Elastic band was changed but continued to alarm. Sensor was taken out of circulation. The following information is on the safe place sensor for sensor #3: exp. 6/16 identifying information on side of sensor: m/n 9450-6262 h fcc ID:kxu-cbtx2 and ic: 2719a-cbtx2.